Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2006. It was reported that the patient has been without stimulation for at least eight months. The patient programmer and charger were unable to communicate with the ipg. A replacement charging system was unsuccessful at resolving the issue. Follow up on the patient found that the physician plans to explant and replace the ipg. A surgery date is currently undetermined. No further information is available at this time.